Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with read-rewrite invalid cubie errors. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie pocket with read write cubie error. A field service engineer shut down the station, reseated all row board cables and pockets, restarted the station, reseated all connections on the back of the drawer and restarted the station again. The issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.